Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced discomfort at the ipg site. Surgical intervention took place on (B)(6) 2024 wherein the ipg site was repositioned in the original pocket site to address the issue.